Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal, every three days, ongoing) for peritonitis. A day after the event onset, the patient was treated with ceftazidime injection (1 gram, intraperitoneal, every night dwell, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.